Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The upper and lower cases were found to be broken.

Event description:
It was reported the device will not pace for 15 seconds after the battery is removed. The device loses power too quickly. Follow-up information was subsequently received reporting there was no indication of patient involvement. The condition was found during biomedical engineer testing.

Event description:
It was reported the device will not pace for 15 seconds after the battery is removed. The device loses power too quickly. Follow-up attempts to determine if there was patient involvement were unsuccessful.